Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The bolt screw for the rest mod body to stem broke while connecting to the stem before torquing. We were unable to remove the stem construct and decided to leave it alone.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. The device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined because insufficient information was provided, further information is needed.

Event description:
The bolt screw for the rest mod body to stem broke while connecting to the stem before torquing. We were unable to remove the stem construct and decided to leave it alone.